Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported a couple months ago the patient¿s neurostimulator wasn¿t depleting. The patient was sent to their neurologist who determined the implant wasn¿t turned on and they didn¿t intend for it to be off. The implant was turned back on and the issue was resolved.